Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the pt started having problems with the rtm. When attempting to recharge the ins it took 10 to 15 times of moving the rtm around before it would finally start recharging the ins. When recharging it would go from excellent too good without moving. The rtm cord was also getting warmer lately for it got pretty hot. A request was sent to the repair department to replace the rtm.

Event description:
On 2025-may-06 sap ecc service and repair 000304117001 (B)(6) (con): information was received from a patient (pt) regarding an external device. The reason for call was the pt started having problems with the rtm. When attempting to recharge the ins it took 10 to 15 times of moving the rtm around before it would finally start recharging the ins. When recharging it would go from excellent too good without moving. The rtm cord was also getting warmer lately for it got pretty hot. A request was sent to the repair department to replace the rtm.

Manufacturer narrative:
H3: product ID: 97755-s, serial# (B)(6), product type recharger was returned and the analysis shows that seam separation of donut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.